Event description:
It was reported that when using the pyxis medstation es system, it had a drawer failure. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pocket not detected on the bus. The field service engineer reseated the retractor band cable and row board cable in both the drawer and module controller. The system functioned as intended after the field service engineer troubleshot the device.